Event description:
A ventilator was returned to a third party service center for evaluation. There was no harm or injury reported.

Manufacturer narrative:
During the evaluation of the device at the third party service center, a failure of the device to charge its internal battery was observed. The device's power management board was replaced to address the issue. The device failed a step during testing. The device's active exhalation control module was replaced to address the issue.